Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that, when the power was turned on, a "restarting to the initial settings" message appeared on the screen, and it automatically restarted after 30 seconds. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.